Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using ruby coils. During the procedure, the ruby coil met resistance while advancing through another manufacturer's microcatheter. Upon retraction, the ruby coil unintentionally detached inside the microcatheter. The microcatheter was removed from the patient with the detached ruby coil inside and the procedure continued using another manufacturer's devices. There was no report of an adverse effect on the patient.